Manufacturer narrative:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. Visual and optical testing verified the presence of a zone near the center of the lens. The presence of the zone is indicative of lens exposure to ambient uv light.

Event description:
Site reported the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021.